Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported during implantable neurostimulator (ins) implant procedure abnormally high impedances were found on electrode #3, exceeding 40,000 ohms in all combinations. Multiple impedance test attempts were made without resolution. As a result a back-up adaptor was used which resolved this issue and showed normal impedances. It was further confirmed that there was a fracture in electrode #3. The device was never implanted. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis of the extension 3708660 dbs no tunneling tool s/n (B)(4) confirmed the allegation. Analysis identified that the conductor(s) was/were broken in the body of the extension {x} cm from the proximal end. Specifically, conductor #3 was broken 2.8cm from the proximal end. Functional testing found contact #9 = 15.9 ohms, #1 = 15.7 ohms, #2 = 15.1 ohms, #3 = open, no shorts. If information is provided in the future, a supplemental report will be issued.